Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states that physician placed a 23cm palindrome emerald. The pt went to dialysis after she was done in the ir. The customer states there was air being brawn through the catheter when trying to dialyze the pt. The pt was then sent back to ir friday night for a perm catheter change. At the base of the perm catheter, there is a large cut. At the initial placement, the catheter was flushed and locked with heparin with no issues.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.